Manufacturer narrative:
As reported, after opening the package of the vista brite tip guiding catheter for an unknown procedure, a fracture was observed in the curvature of the catheter. There were no reported patient injuries. Multiple attempts were made to obtain additional information; however, no additional information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17735515 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft) cracked - during prep¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. Storage and handling factors may have contributed to the reported event. As per the instructions for use, which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after opening the package of the vista brite tip guiding catheter a fracture was observed in the curvature of the catheter. There were no reported patient injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After opening the package of the vista brite tip guiding catheter a fracture was observed in the curvature of the catheter. There were no reported patient injuries. Additional procedural details were requested but are unknown. The device was returned for analysis. One non-sterile 6f .070 xb 4 100cm guiding catheter was received for analysis inside a plastic bag. No original packaging/box was received. Per visual analysis, the device was noted to be kinked at 3.5 cm from brite tip. No crack was noted. No other anomalies were noted. Per dimensional analysis, the outer diameter (od) and inner diameter (ID) of the device were measured near the kinked area and the results were found within specification. A product history record (phr) review of lot 17735515 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft)- cracked - during prep¿ was not confirmed. However, a kink was noted on the body/shaft of the device as received. Nonetheless, the root cause of the kink could not be conclusively determined during the analysis. Storage and handling factors may have contributed to the reported event. As per the precautions in the instructions for use (IFU), which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Use prior to the ¿use by¿ date. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.